Manufacturer narrative:
Age at time of event: 18 years or older.  (B)(4).   Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral anterograde approach through a 6f non-bsc sheath. The chronic totally occluded (cto) target lesion was located in the severely tortuous and severely calcified vessel below the knee. A non-bsc guide wire was advanced to engage the cto lesion in anterior tibial artery (ata) but was unable to cross. The guide wire was replaced with another non-bsc wire, but it also failed to cross. A non-bsc guide wire was advanced and was able to cross a cto lesion in posterior tibial artery (pta). The lesion was then dilated with a 1.5mmx2cm coyote balloon catheter. Then a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilation; however, upon initial inflation at 4 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. A 2.5mmx4cm coyote balloon catheter was then advanced and dilated the lesion and pta was completed. The physician tried to engage again the cto lesion in ata using a non-bsc guide wire, but still it was unable to cross. It was replaced with another non-bsc guide wire, but it also failed to cross and the procedure was ended. There were no patient complications reported.